Event description:
Pt experienced irritation to nose, numbness and tingling to lips, dry cough, eyes burning and heaviness in their chest when exposed to cidex opa. No medical attention indicated. User changed back to cidex 14 day solution and symptoms resolved.